Manufacturer narrative:
Device evaluation: received one sample cassette product from part number 21-7302-24. Sample was received in used conditions, without its original packaging and decontaminated. Visual inspection: the sample was visually inspected at a distance of 12? To 16? Under normal conditions of illumination to detect sample conditions that could cause functional issues. Results: no damages, kinks, cuts or any other damage detected. Functional testing: sample was filled with 100 ml of water to identify any difficulty at the moment to fill the sample and detected air bubbles. Results: sample was fully filled, and no air bubbles detected. Complaint is not confirmed. Mitigations - occurrence: per procedure cassette bag loading these are the current mitigations implemented in the process to prevent air bubbles. In bag loading operation ay bag folds from each side toward the center approximately 6.6 mm (1/4?) To 9.5 mm (3/8?) To assure the correct position of the ay bag. The pump tube is adjusted between ffp arch and hooks during assembly process following the visual aid . Detection: the following detection mitigations are placed in the manufacturing process to detect bad assemblies that could cause air bubbles. Per procedure cassette leak testing, install ffp clip and luer capping production performs a 100% in process inspection, to verify for occlusions, kinked tubing, components damaged, verify that the bag is properly placed and verifies that the height of the arch of the pump tube is within specification. Per procedure cassette in process testing production performs an accuracy test following the procedure accuracy test procedure; takes a sample of 3 parts at shift start-up, the beginning of every job; at least every 5 hours. Per procedure for cassette regular, cassette enteral and cassette 250 ml, quality takes a sample of 15 units at an interval of 2 hours plus or minus minutes, prior to placing product in bag, to verify for occlusions, kinked tubing and verify that the bag is properly placed and verifies that the height of the arch of the pump tube is within specification.

Manufacturer narrative:
No further information provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the disposable caused the pump to alarm. Patient was woken up by the pump, there was a big air bubble in it causing the pump to detect no medication. Air bubble was in the line. No adverse patient effects were reported by the customer.